Event description:
Initial info was received on 07/28/1999 with international affiliate reporting two pouches of surgical patties; each containing 11 patties on the count sheet instead of the required 10 patties. The 11th pattie was reported to have no barium x-ray marker or string and to have lightly adhered to the adjacent patties. Further clarification of event was gained upon receipt of patties on 08/10/1999. No pt injury was reported.